Manufacturer narrative:
Investigation results: visual evaluation of the return device showed that the flare detached. The catheter was slightly kinked in the extreme strain relief, as well as, near the distal section. The handle cannula is in good condition. Further evaluation noted that the key is in good condition and the dongle shaft is deformed with stains. The device has evidence of flaring process. Functional testing could not be performed due to the flare detachment. The flare detached; this condition makes the device inoperable. The review and analysis of all available information failed to indicate the root cause of this complaint. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the transverse colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to extend. After the physician has attempted to extend the device with force, the proximal part of the sheath detached. No visible damage to the device and its packaging were noted prior to procedure. The procedure was completed another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the transverse colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare failed to extend. After the physician has attempted to extend the device with force, the proximal part of the sheath detached. No visible damage to the device and its packaging were noted prior to procedure. The procedure was completed another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.